Manufacturer narrative:
(B)(4).

Event description:
Based on additional information received, the operator was not able to hear the patient at all times due to a failing CT box. If the operator is unable to hear the patient due to a failing CT box, there is potential for injury to the patient. Based on the further information, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that the auto voice did not have any sound. Philips service evaluated the voice channels and determined that the auto voice was heard on the CT box but was not being transferred to the gantry to be heard by the patient in the scan room. This issue occurred on a brilliance 16 air CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) arrived at the customer site to evaluate the CT system. The initial investigation performed stated that philips service evaluated the voice channels and determined that the auto voice was heard on the CT box but was not being transferred to the gantry to be heard by the patient in the scan room. However, further information was received from the philips fse that confirmed the operator was not able to hear the patient at all times due to a failed CT control box. An inspection of the CT control box was performed; the fse opened and cleaned the connector, but the issue was not resolved. The CT control box was then replaced and the issue was resolved. The system is operational and in clinical use. This event has been determined not to be a reportable event.